Manufacturer narrative:
Reported to the FDA on (B)(4), 2011.

Event description:
Reported by the complainant as follows: a female pt developed a rectal tear which penetrated the vaginal wall. Fms had been inserted for fecal incontinence and c. Diff. She developed rectal bleeding; and was taken to surgery for a repair; which resolved the bleeding. She had been on three anticoagulants. Pt is in an ltach in stable condition.